Event description:
Surgeon reported a post operative x-ray showed a sacral fracture on a patient with grade 1-2 isthmic spondylolisthesis implanted with synfix. Patient revised with pedicle screws, and device remains in patient.

Manufacturer narrative:
Device not explanted. No investigation could be performed, no conclusion drawn, as no device was returned. Manufacturing records were reviewed and no complaint related issues were found.